Manufacturer narrative:
D3 corrected. One sample, five photos, and one video were received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was chemical leakage from the filter during administration. The event occurred at the patient's home during use. There was no patient harm/adverse event reported.